Event description:
Reportedly, when the device was used to perform an analysis of pt electrocardiogram, the device rendered a no shock decision. Subsequent to the event, a medical control officer affiliated with the facility reviewed the pt record which had been stored in device memory. The officer expressed the opinion from this review that the pt appeared to have had a shockable ventricular arrhythmia for which the device should have advised a shock.